Event description:
It was reported the device will not power up. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; main pcb (printed circuit board) assembly found out of electrical specification. It is noted the main pcb gets hot. Analysis also found the upper and lower cases are broke and corroded. Battery release, battery drawer, lcd (liquid crystal display), and battery flex are contaminated. Ring cover, side bail covers, ring, side bails, and one case screw are missing. Lead flex cover is corroded, battery contacts are compressed, and encoder flex is damaged. (B)(4).